Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed leaflets. A mitraclip ntw was inserted and deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, the patient returned with shortness of breath and was tired. An echocardiogram was performed and revealed that the clip had slipped off the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (partial clip movement), causing mr to increase to a grade of 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause of the reported migration. The reported mr appears to be related to migration. Dyspnea and fatigue appeared to be a cascading effect of the recurrent mr. The reported patient effect of mitral valve regurgitation, dyspnea, and fatigue are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a